Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: review of the black box showed no evidence of short battery life. A warning occurred due to normal battery wear. The returned battery cap was undamaged and was able to fit and moisture corrosion was found in the battery canister. The rewind, load, and prime steps were performed successfully. All current readings were within specification. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the case seal on the side, at the threads above the grip pad, and at the threads below the grip pad. A leak test failed due to a battery compartment leak.